Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the screen went blank and the patient desaturated; however, the nurse was unaware of this change in condition. During monitoring, the patient desaturated to approximately 80% and the screen went blank. Upon returning to the patient room, the nurse noted this issue and the patient required intubation. Additional information was received indicating the patient has recovered.